Event description:
Ablation procedure date was in 2005, with cerebrovascular accident with cerebral infarction (anteroposterior diameter : 80mm) and af recurrence 150/mn discovered on approx two months later. Patient died on the same day. User did not provide any evidence of opinion that the product contributed to patient death.

Manufacturer narrative:
This complaint was part of a study based in another country, which initially was thought of as a clinical trial. The event occurred in 2005 and was not entered as a complaint until 08/11/2006 at which point it was determined a reportable complaint.